Event description:
Device returned for analysis with report of catheter kinking at pump connector and connector replaced in 2003. Connector appeared split and leaking and was kinked at connection. Proximal section of catheter replaced two months later. Follow up with hcp revealed pt had pump replaced in 2003 due to eol after 4 years. 1 month later first symptoms of baclofen withdrawal occurred - continual clonus, itching all over body, and unable to sleep. Pt complained the "pump hurt." Isotope study in 2003 showed the catheter was leaking around the pump site. Eight days later surgical exploration showed kinks and cracks at the connector. Connector replaced. Pt experienced some relief but not significant relief. The following months the sideport was aspirated easily. Two weeks later the sideport was sluggish in aspiration. The following month an isotope study revealed no isotope in catheter. Pt symptoms continued with speech problems, irritability, and clonus. Replacement of catheter performed. Pt has recovered with full therapeutic effect - no clonus, sleeping well and speech improved. Pt has slight inflammation at incision site but that is improving.